Manufacturer narrative:
Three opened trocar handle blade assemblies, in a small parts tray (smpt) were received. Samples were visually inspected and found to be nonconforming, all three trocar blades have a bent tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blades. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance, such as the damaged tip and cutting edges, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported trocar was not sharp. There was no report of patient harm.